Event description:
It was reported that the pt experienced a loss of therapeutic effect. The pt's health care provider found a broken extension, which was replaced. No pt injury was reported.

Manufacturer narrative:
(B)(4).